Manufacturer narrative:
Device passed self test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in device history..

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they activated the alert silence and cold not get it off silence. The customer's blood glucose level was 225 mg/dl at the time of the incident. The customer stated that their wife would not hear the alarm. The customer reported that they did hear beeps when audio volume settings were saved. The customer was advised to revert to backup plan per the healthcare professionals instructions. The device will be returned for analysis.